Manufacturer narrative:
Natus medical resolved the issue with a replacement of the light box.the product was installed in (B)(6) 2013, therefore a manufacturing defect is not likely to have caused the light box failure and DHR review is not applicable. Service records for this account were reviewed. No records related to this unit nor complaints were found. Several attempts were made to get updates on the device after new parts delivered with no response. No further investigation possible, if additional information becomes availablewe natus will provide follow-up report.

Event description:
The customer reported to natus about their neoblue blanket system was measuring low. Customer did not mention any death/serious injury, delay in treatment, or environmental/safety concerns.